Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor had been giving out noise recovery messages on the electrograms. Programming changes were made and the messages pertaining this issue had stopped. The patient would continue to be monitored. No patient symptoms.